Manufacturer narrative:
Device evaluation: monitor sn (B)(4) was returned to zoll manufacturing corporation. Investigation into monitor sn (B)(4) is currently underway. Device evaluation was accomplished through a review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Electrode belt sn (B)(4) was returned to zoll manufacturing corporation. Investigation into electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was fully functional and passed incoming functional testing of the device's ECG acquisition and pulse delivery circuitry. There is no indication or allegation of a malfunction. Device manufacture date: monitor sn (B)(4): 05/27/2014 - reuse; electrode belt sn (B)(4): 02/23/2015 reuse.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was in the hospital with a nurse and doctor present at the time of the event. The lifevest delivered an inappropriate treatment during CPR artifact, which contributed to the false detection. The post-shock rhythm was bradycardia with motion artifact. The lifevest delivered two additional treatments during ventricular fibrillation (vf). The post-shock rhythms were polymorphic ventricular tachycardia (vt) and asystole. Post-shock asystole is a known risk of external defibrillation, the patient passed away on (B)(6) 2016.